Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was around 300 mg/dl. Customer's mother declined troubleshooting for their high blood glucose. The customer's mother could not recall any significant events leading to the alarm. Customer's mother also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.